Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus deliveries. The customer's blood glucose level was not impacted. The contact declined troubleshooting with tandem technical support to determine a possible cause of the occlusion and they stated that no issues had been observed with the previous supplies used during the occlusion alarms. Reportedly, the customer wears their pump in an elastic band around their waist.